Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation-reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 29-nov-2021 to ensure the replacement products resolved the initial concern-able to establish contact with customer. Customer stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with test results from results obtained of 201, 208 and 135mg/dl. The customer¿s expected fasting blood glucose test result range is 109-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/13/2022 and test strips were opened three days prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 07-jan-2022: additional report reference number: (B)(4): product testing on returned meter. H10: test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.